Event description:
It was reported that during the ventilation of a neonatal pt, the ventilator generated alarms for low minute volume, low peep (positive end expiratory pressure) and low oxygen concentration. The saturation dropped to unknown level and the color of the pt changed to darker than normal. The ventilator was disconnected and the pt manually bagged. The pt responded well and the saturation went up to normal. (B) (4). (B) (4).

Manufacturer narrative:
(B) (4).